Event description:
The plaintiff's attorney alleged that the pt experienced ventricular fibrillation and expired on the same day; this event was allegedly caused by exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.